Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results from 1 patient sample tested for thyrotropin (tsh), free thyroxine (ft4) and free triiodothyronine (ft3). The customer provided the sample for investigation. Of the data provided, erroneous tsh results were identified between the customer's e602 analyzer, an e 170 analyzer used at the investigation site and an e411 analyzer used at the investigation site. It is not known if erroneous results were reported outside of the laboratory. Refer to the attachment to the medwatch for patient results. No adverse event occurred. The e 170 analyzer serial number was (B)(4). The e411 analyzer serial number was (B)(4). The tsh reagent lot number used with the e 170 analyzer was 187224 with an expiration date of 04/01/2016. The tsh reagent lot number used with the e411 analyzer was 186663 with an expiration date of 02/01/2016. The serial number for the customer's e602 analyzer is not known. A specific root cause could not be identified. Based on the available information, a general reagent issue was not detected. There was not enough sample volume left to complete the investigation. The very high tsh results, as observed at the customer site and during the preliminary investigation, may be caused by the presence of macro-tsh. This is addressed in product labeling, however, this could not be confirmed as there was insufficient sample volume left to analyze.